Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that he received erroneous results when testing with coaguchek xs meter serial number (B)(4). At 2:25 p.m., a sample from this patient was tested using the meter, resulting with a value of 6.2 inr. At 2:32 p.m., a sample from the patient was tested using the meter, resulting with a value of 4.1 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient's current condition is fine. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient decreased his warfarin dose by 1/2 pill on monday, wednesday, and friday during the week of (B)(6) 2019. The patient is not taking any new medications. The patient stopped drinking cranberry juice. There have been no other changes in the patient's diet. The patient had no new illnesses and no symptoms of bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Retention test strips (361438) were tested in comparison to the master lot on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The patient's meter and 2 test strips were returned for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.2 inr, qc 2: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 4%. No information was provided that would point to a cause for the result discrepancy. Upon investigation of the meter memory, the value measured at 2:32 p.m. On (B)(6) 2019 was 4.7 inr, and not the value of 4.1 inr provided by the initial reporter.